Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: well making the distal cut the saw blade fell out. Surgeon asked to have the angled saw attachment inspected for deficits. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history review could not be done since the lot and serial number provided are incorrect. Complaint history review: complaint history review could not be done since the lot and serial number provided are incorrect. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation.

Event description:
Well making the distal cut the saw blade fell out. Surgeon asked to have the angled saw attachment inspected for deficits. Case type: tka. Surgical delay: x - =15 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Well making the distal cut the saw blade fell out. Surgeon asked to have the angled saw attachment inspected for deficits. Case type: tka. Surgical delay: x - =15 minutes.